Event description:
It was reported that approximately three months post implantation a pfna small broke. In (B)(6) 2013, the patient was treated for an intratrochanteric fracture with a pfna small and weight bearing began the same day of the surgery. X-rays done in (B)(6) 2014 show cracks in the pfna. In (B)(6) 2014, the patient complained of pain and the surgeon noted that the nail was broken. The patient was removed from weight bearing and was monitored. The proximal nail had cut out while implanted. The nail, blade and end cap were removed in a second operation.

Manufacturer narrative:
A manufacturing evaluation was completed: the breakage of the proximal femoral nail anti-rotation (pfna) occurred at the distal locking hole. The aqua anodized pfna is made of (B)(4). The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the nail is in compliance with the international standards iso 5832-11 and astm f1295 for surgical implants made of (B)(4). The dimensions of the cannulated pfna (as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The outer diameter at the fracture site of the pfna is 9.01 mm, the inner diameter of the oval hole is 5.11 mm and the diameter of the cannulation is 4.45 mm. On the proximal fragment of the pfna macroscopically one fatigue crack on the medial side is visible. The oval hole and the ø 4.9 mm locking bolt show mechanical damages. The pfna spiral blade and the proximal locking hole (lead-through for the spiral blade) show gliding, wear marks and some slight mechanically damages. The gliding, wear marks are caused by micromovements during movement. When examining the distal fracture surfaces of the pfna using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the lateral side of the pfna and ran into the material. Some tool marks inside the oval hole are shown. A documented fatigue crack close to the initial fracture zone indicates multiple crack initiation. After breaking, the fragments rubbed against each other causing partly strong destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and almost over the entire fracture surfaces. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surface showed a transition zone with a mixed fracture of fatigue striations and alveolated break structure. The area with dimples corresponds to the residual forced fracture zone. Sem observations and findings showed that the nail failure was caused by fatigue and overload. Based on the results of our macroscopic examinations and the sem examination, it is likely that the implant was subjected to moderate dynamic bending loads (two-sided). Constantly alternating load cycles (during walking) lead to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the pfna. The implant could not resist the applied force which finally led to the material overload/fatigue failure. Postoperative activities of the patient may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2013 a small (B)(4) proximal femoral nail was used for an intertrochanteric fracture case. After surgery, weight bearing started on the same day. X-rays taken on (B)(6) 2014 and cracks were discovered. On (B)(6) 2014, the patient complained of pain. The surgeon found that the nail was broken at the distal locking part. The broken nail remains in the patient. There was no report of a surgical delay. This report is for 1 of 1 complaint (B)(4).